Event description:
During follow-up, provocative testing was performed and noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) lead. Rv lead revision is anticipated to be performed to resolve the event. No intervention has been performed at this time. The patient was in stable condition.